Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with a frozen screen and constant tone due to a problem isolated to the motherboard. Unable to verify button keypad or time anomaly due to the frozen screen. A scratched display window and cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump was not working. The customer stated that the insulin device had a constant tone and that the buttons were not responding. The customer reported that the screen was frozen and after taking out the battery, only the number 3 was displayed on the screen. The screen was frozen with no advancement of the time. The customer's blood glucose was 127 mg/dl at the time the issue was reported. Nothing further reported.